Manufacturer narrative:
This report is submitted on december 21, 2022.

Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with IV antibiotics for 6 weeks from (B)(6) 2022.